Event description:
It was reported pre-operative to a lead revision, all impedances on electrodes 8 through 15 were "bad." Once in the operating room, it was determined both leads were not in optimal locations, as both had migrated and were no longer covering pain areas. Both leads were explanted. Once leads were connected, impedances were checked and impedances on 8 through 15 were still off, which was concluded to have been an extension issue. The surgeon had only decided to replace the lead, but not the extension. Patient status at time of report was noted as no injury or adverse event.

Event description:
Additional information received reported the cause of high impedances was not known. No interventions were reported to have been known of. The patient was doing ¿very well¿ and was receiving effective stimulation therapy and pain relief.

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead; product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead; product ID: 37752 lot# serial# (B)(4), implanted: 2010 (B)(6), product type recharger; product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension; product ID: 37743 lot# serial# (B)(4), product type programmer, patient; product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).